Event description:
It was reported that an alert was received related to this patients cardiac resynchronization therapy defibrillator (crt-d) system for left ventricular automatic threshold (lvat) greater than programmed value or in suspension. The crt-d system was recently implanted eight days before. Early lvat values were less than 1.6 volts but the previous four days prior to the alert, the values were not readable (nr) due to fusion beats. The crt-d device is programmed to left ventricular (lv) lead only pacing with the lv output programmed to the trend mode at 3.5 volts. Boston scientific technical services (ts) indicated that from the presenting electrogram, there is likely either a delay in lv capture or no lv capture. Ts provided guidance to the healthcare provider (hcp) to evaluate the other lv lead vectors. Subsequent information from the boston scientific representative indicates the clinic will continue monitoring via the remote monitoring system. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported.